Event description:
Customer reported: "called by family to reconnect tpn (IV) tubing. Found inj cap had broken in half. Injection cap rubber end still attached to clip lock cannula. Broke off at the neck above the luer lock port." No pt injury was reported.